Manufacturer narrative:
The following devices were also listed in this report: device name# mrs cvd fem st w/o body 13x127; cat# 64853813; lot# tec091b1. Device name# gmrs extension price 70mm; cat# 64956070; lot# lbdrs. Device name# mrh baseplate; cat# unknown; lot# unknown. Device name# gmrs bumper; cat# unknown; lot# unknown. Device name# gmrs bushing; cat# unknown; lot# unknown. Device name# gmrs bushing; cat# unknown; lot# unknown. Device name# gmrs axle; cat# unknown; lot# unknown. Device name# gmrs sleeve; cat# unknown; lot# unknown. Device name# gmrs tibial rotating component; cat# unknown; lot# unknown. Device name# gmrs proximal femoral component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Stage 1 revision of gmrs distal femur and mrh baseplate for infection. Possibly implanted 2010. Spacer implanted.